Event description:
Plaintiff reports initial bilateral implantation 4/7/80 with explant 3/18/97. Plaintiff alleges various illnesses including, but not limited to, breast infections, chronic inflammation of the breast and fatigue.